Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer indicated that the bipolar energy was not working. They were not able to apply bipolar energy when using the right blue energy pedal. They could apply monopolar when the instrument was on using the left pedals. After they swapped to the right hand, the pedal did not click when it was depressed. The procedure was completing as planned with no report of patient injury. At this time, it is unknown if the customer continued the procedure in its original configuration.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed service to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.